Manufacturer narrative:
Unit unable to prime during the prime test due to faulty sensor resistor. Backlight works properly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had a back light anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.